Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer believed her insulin pump was not delivering enough insulin. Therefore, she took insulin shots and changed her site twice. Her blood glucose level was 300 mg/dl. The customer had issues with her blood glucose level. She treated her blood glucose level with manual injections. The reservoir had a small air bubble inside. The insulin pump went into threshold suspend, when her blood glucose levels were 120 mg/dl and 70 mg/dl. The product will return. Nothing further to report.